Manufacturer narrative:
The customer doesn't know the date of the event. Biomedical engineering reported that the unit was tested and still could not duplicate the reported problem. Da/mc cable was inspected, no defects were observed. Da/mc cable was tested and no failure was detected. The unit is back in service and customer does not have any problem with the unit since.

Event description:
The customer reported two instances of error code messages of data acquisition (da) pcba adc failed over the last two to three days. The customer could not duplicate the reported failure. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.